Event description:
The following was reported to hamilton medical ag: device did not turn on when working from the mains. Battery discharged. I plug in other battery. Device turned on. There was no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).